Manufacturer narrative:
(B)(4).

Event description:
It was reported by the sales rep that during a laparoscopic unknown procedure, after clipping, the clip fell out when the target tissue was cut by the ultrasonic device. No pieces fell into the patient. The device will not be returned.